Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer, healthcare provider (hcp), and manufacturer's representative reported a power on reset (por) 0x400 parity error that could have been related to an MRI. It was noted the patient had an MRI on (B)(6). This was noticed on the (B)(6) prior to the report. The por was successfully cleared with the clinician programmer. It was noted the patient asked if the issue would be related to a recharging session in which she fell asleep on the implantable neurostimulator recharger (insr) antenna. There were no symptoms reported.